Event description:
As reported, the balloon of a 6/7 mynxgrip vascular closure device (vcd) would not pass through the "hypotube", and the device failed. The procedure was completed with manual compression and there was no reported patient injury. The customer states that the device did not deploy smoothly. The balloon was fully deflated. The deployer was pinching/pinning the balloon with the advancer tube. The device was used in a left heart catheterization (lhc) procedure with a retrograde approach. The user is trained to the device. A non-cordis 6f sheath was used. The patient was discharged the same day with no issue. The device was not returned as expected.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Event date unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) would not pass through the "hypotube", and the device failed. The second device was partially deployed in the package, but was not used in the patient. The procedure was completed with manual compression and there was no reported patient injury. The customer states that the device did not deploy smoothly. The balloon was fully deflated. The deployer was pinching/pinning the balloon with the advancer tube. The device was used in a left heart catheterization (lhc) procedure with a retrograde approach. The user is trained to the device. A non-cordis 6f sheath was used. The patient was discharged the same day with no issue. The device was eventually returned as expected. Two non-sterile "mynxgrip vascular closure device 6f/7f" units from the same lot involved in the reported complaint were returned for investigation. The devices were identified as "a" and "b" for the investigation. Upon visual inspection, device "a" was found with the shuttle engaged with the black handle. The syringe was not received for evaluation, and the stopcock was found closed. The sealant and the advancer tube were exposed along the shaft of the device, while the balloon was fully deflated. Additionally, the procedural sheath was not returned for evaluation. Per functional analysis, during this evaluation, the balloon of device "a" was fully inflated and successfully maintained pressure. The balloon was inflated and deflated without issue, and the inflation indicator operated as intended, in accordance with the mynxgrip instructions for use (IFU). Additionally, the balloon was retracted through the advancer tube as part of the functionality assessment. The reported event of ¿balloon-balloon retraction jam-inside the advancer tube¿ was not confirmed through analysis of the returned device since it passed functional analysis. Additionally, the reported event of ¿sealant-failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to definition of the event since the sealant was still on the catheter. The exact cause of the issues experienced could not be conclusively determined during analysis of the returned device. Based on the information available for review, handling factors (the deployer was reportedly pinching/pinning the balloon with the advancer tube) likely contributed to the balloon retraction jam reported, especially since the advancer tube was able to be removed over the balloon during functional analysis of the returned device. Also, since the device was received with the advancer tube and sealant deployed on the catheter, this indicates a sealant dislodgment occurred due to incomplete removal of the device, which would attribute to the reported failure to achieve hemostasis reported as the sealant was not deployed into the patient to achieve hemostasis. According to the instructions for use (IFU), which is not intended as a mitigation, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression.¿ it should also be noted that failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in failure to achieve hemostasis. Neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.